Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not automatically fed into the jaws after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 14 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.